Event description:
The account stated the architect anti-hbs assay is generating unexpected reactive results. The same architect anti-hbs specimens test axsym ausab negative. The architect anti-hbs controls are in range. The account used serum samples for testing. The reactive architect anti-hbs results were not reported outside of the laboratory. No impact to patient management was reported. Specimen (patient 5 of 8). Hbsag = 353.96 (no units of measure given, method unknown). Architect anti-hbs = 26.03 miu/ml reactive. Axsym ausab = 4.6 miu/ml negative.

Manufacturer narrative:
Investigation in process, no conclusion can be drawn. The basis for this report is that there is a similar product marketed in the united states (us). The us product list number is 1l82 and is marketed as architect ausab. Entry is the PMA number for the us product. This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to manufacturers and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation.